Manufacturer narrative:
The technician inspected the unit and found the cause of the leak was attributed to the manifold (rack) not being positioned properly within the washer chamber. The technician readjusted the rack latches, which stop the manifold in the correct position, to ensure they were properly oriented. A test cycle was performed, the unit was confirmed operational and returned to service. Section 4.5 of the operator manual states: "warning -personal injury and/or equipment damage hazard: when loading basket on load/unload modules, ensure that basket support hook is in closed position; i.e., flush with side of basket. If an obstruction is present in the wash chamber door, door safety bar will detect obstruction and door will automatically stop from closing. Wait until door is fully open and water flow has stopped before removing obstruction." The technician discussed his finding with the customer and counseled them on the importance of ensuring the manifold is properly positioned within the chamber, prior to closing the door. If any obstruction is present, the door is unable to close properly.

Event description:
The user facility reported a water leak from the glass door of a reliance 444 washer. No procedural delays or cancellations occurred. No injuries were reported.